Manufacturer narrative:
(B)(6). Imdrf cause investigation code: code b24 is not available in database to capture event history log review. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 28-may-2026 against "lot number 6016668 and similar malfunction code(s): leak between tubing and pump connector/hub - detachment/significant wetness tubing detached from hub. Leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). The review confirmed that lot 6016668 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 28-may-2026 against "lot number" criteria equal 6016668 and similar malfunction codes. Leak between tubing and pump connector/hub - detachment/significant wetness. Tubing detached from hub. Leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). The count of complaint is 1. The complaint numbers are (B)(4). Device history record (DHR) review: the lot 6016668 was manufactured according to the work instruction (wi) version 103 and manufactured in the multivac 14, on 11-dec-2025, with a total of (B)(4). The sub-assembly. Gluing of tubing of the lot 5m01472 was manufactured according to the wi version 71 and manufactured in the gluing machine spot 05/06, on 07-dec-2025, with a total of (B)(4). The sub-assembly. Gluing of tubing of the lot 5m02177 was manufactured according to the wi version 71 and manufactured in the gluing machine 05 -06, on 10-dec-2025, with a total of (B)(4). The sub-assembly. Gluing of tubing of the lot 5k02968 was manufactured according to the wi version 71 and manufactured in the gluing machine , et02 on 21-nov-2025, with a total of (B)(4). The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: wi - guidance for visual testing for complaints area version 3: all 3 samples tested passed visual inspection. Wi - guidance for functional testing 1 air flow test for complaints area version 2: all 3 samples tested passed functional testing. Wi - guidance for functional testing 2 air leak test for complaints area version 2: all 3 samples tested passed functional wi - guidance for functional testing 3 static pull test for complaints area version 2: all 3 samples tested passed functional testing for the reported malfunction code leak between tubing and pump connector/hub - detachment/significant wetness all test results were within specification as documented in (B)(4). Conclusion: testing did not confirm the reported issue; no nonconformance identified. Return samples testing: returned samples from the relevant lot were requested; however, the customer confirmed that the sample is not available for return. Conclusion: visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6016668 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Samples were requested; however, the customer confirmed that no samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced an infusion set leakage at the reservoir connection site after approximately one day of use on (B)(6) 2026. This issue led to hyperglycemia, with the patient reporting high blood glucose levels. To manage the elevated glucose levels, the patient administered insulin via an insulin injection pen.